Event description:
Pt. Was having procedure in cath lab when md attempted to remove rotablator guidewire and could not. The tip had prolapsed and he could see it begin to unravel as he gently pulled. Md continued to pull and the tip snapped off. Unable to retrieve the tip in the cath. Lab. The wire was determined to be in a main artery and the pt. Was taken to the o.r. A snare used to try to retrieve the wire caught in the stent and was removed in the o.r. The rotablator wire was not retrieved. The pt. Expired in the cardiovascular recovery unit.